Event description:
Information was received based on review of a journal article which reviewed the failure rate of uncemented biomet tibial components (regenerex vanguard). There were fourteen (14) patients in the study. The article reported three (3) patients underwent a revision procedure due to pain, proximal tibial collapse, and loosening of the tibial component.

Manufacturer narrative:
The information being reported was found in the journal article titled "early failure of the uncemented biomet vanguard tibial component". Bone & joint journal orthopaedic proceedings supplement 2013 - volume 95-b, number supp 15. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the revision mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown. (B)(6). Manufacture date ¿ unknown.